Manufacturer narrative:
According to the description of the event, an acs® uni im adapter could not be connected onto an acs® uni femoral resection guide. Both products were provided for an optical examination. The femoral resection guide presents no conspicuous features. The uni im adapter presents some minor damages in the form of circumferent scratches around the pin part for connection to the resection guide. Additionally, some minor deformations/ ridge formations are present at the very tip. It is assumed that the described incompatibility occurred primarily due to these deformations. It is known that the issue with the uni im adapter did not occur intraoperatively but during a workshop/ product training. Therefore, there was no patient involvement. The manufacturing documents and the material certificates of both the adapter and the resection guide were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. The incompatibility between both parts could be recreated during the investigation. Also, during the investigation another adapter was used to connect it onto the resection guide. This was possible without any issues. Therefore, it is assumed that the incompatibility occurred solely due to the adapter. Based on the available information, no failure of the design or during the manufacturing of the adapter could be determined. It is assumed that the incompatibility issue occurred primarily due to the deformations at the tip of the product. It cannot be determined how exactly these deformations were created and when exactly (during the workshop or even before that). The product was manufactured in may 2025 and is therefore in use for just 5 months. A potential cause could be an unintentional user error (if e.g. The adapter was connected to the resection guide tilted), but this neither be confirmed nor denied due to a lack of information. This event was assigned to the error patterns "attachment does not fit instrument/implant", "change of surface" and "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the pin of the adapter got stuck in the resection guide. The two parts could be separated again only with difficulty. [...]" Note: based on the provided information, the issue did not occur intraoperatively, but during a workshop/ product training. Therefore, no patients were involved in this event.